Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, some part came off during use and the device could not be used. Another device was used to complete the case. There were no adverse consequences to the patient. The part was retrieved.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. The device was received with a piece of plastic inside a sample bag. This is not part of the device. In an attempt to replicate the reported incident, the device was functionally tested to detect any seal issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: what part came off? Unk. Did the suture tie break? No. Did the pneumo valve break? No. Did the sleeve break? No. Did the seal dislodge and fall into the patient? No.